Event description:
A report was received that the patient was experiencing difficulty charging her ipg. A bsn representative attempted to troubleshoot the device but the issue was not resolved. The physician will replace the patient's ipg.

Manufacturer narrative:
Additional information was received that the patient's ipg database was analyzed and it was determined that the patient was not charging properly. The patient was not revised. A good faith effort was made to contact the patient with no success. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg. A bsn representative attempted to troubleshoot the device but the issue was not resolved. The physician will replace the patients ipg.